Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock and smart pass was off. The device will be reprogrammed and smart pass will be reenabled. The clinic will continue to monitor. Technical services (ts) was consulted, discussed possible reprogramming options and noted another inappropriate shock from 2023 due to wide signal and oversensing. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one additional inappropriate shock due to t wave oversensing. A smart pass disabled episode occurred. Technical services (ts) discussed turning smart pass back on and possible reprogramming options. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock and smart pass was off. The device will be reprogrammed and smart pass will be re-enabled. The clinic will continue to monitoring. Technical services (ts) was consulted, discussed possible reprogramming options and noted another inappropriate shock from 2023 due to wide signal and oversensing. This s-ICD system remains in service. No additional adverse patient effects were reported.